Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) lead pacing impedance measurements of 2007 ohms. The patient experienced symptoms of dizziness, and further device interrogation showed episodes with noise oversensing and pacing inhibition. The physician made the decision to reprogram the device to change the rv configuration from unipolar pacing and sensing to unipolar pacing and bipolar sensing. Later, x-ray imaging was performed, and a lead fracture was observed. The patient was scheduled for a revision procedure, but at this time, there is no evidence to suggest that this intervention has been performed. The lead remains in service and no additional adverse patient effects have been reported. Additional information was received. It is believed that the patient had a fall around the time of the sudden impedance change. Patient maneuvers were performed and every time the patient moved their left arm, evidence of oversensing and pacing inhibition was observed. A lead replacement procedure was scheduled. The lead remains in service and no additional adverse patient effects have been reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) lead pacing impedance measurements of 2007 ohms. The patient experienced symptoms of dizziness, and further device interrogation showed episodes with noise oversensing and pacing inhibition. The physician made the decision to reprogram the device to change the rv configuration from unipolar pacing and sensing to unipolar pacing and bipolar sensing. Later, x-ray imaging was performed, and a lead fracture was observed. The patient was scheduled for a revision procedure, but at this time, there is no evidence to suggest that this intervention has been performed. The lead remains in service and no additional adverse patient effects have been reported. Additional information was received. It is believed that the patient had a fall around the time of the sudden impedance change. Patient maneuvers were performed and every time the patient moved their left arm, evidence of oversensing and pacing inhibition was observed. A lead replacement procedure was scheduled. The lead remains in service and no additional adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was later performed and this lead was replaced and abandoned in the patient. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) lead pacing impedance measurements of 2007 ohms. The patient experienced symptoms of dizziness, and further device interrogation showed episodes with noise oversensing and pacing inhibition. The physician made the decision to reprogram the device to change the rv configuration from unipolar pacing and sensing to unipolar pacing and bipolar sensing. Later, x-ray imaging was performed, and a lead fracture was observed. The patient was scheduled for a revision procedure, but at this time, there is no evidence to suggest that this intervention has been performed. The lead remains in service and no additional adverse patient effects have been reported. Additional information was received. It is believed that the patient had a fall around the time of the sudden impedance change. Patient maneuvers were performed and every time the patient moved their left arm, evidence of oversensing and pacing inhibition was observed. A lead replacement procedure was scheduled. The lead remains in service and no additional adverse patient effects have been reported.